Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead noted impedance measurements of 2,800 ohms through the pacing system analyzer (psa) and 2,000 ohms with the device. It was noted that this patient had radiation and narrowing of the superior vena cava due to breast cancer. A lead safety switch occurred as a result of impedance measurements greater than 2,000 ohms. It was suspected that there was suboptimal helix extension. The rv threshold measurement was appropriate in both bipolar and unipolar configurations. This lead remains implanted and the daily rv pacing impedance measurements were programmed off. No adverse patient effects were reported.